Event description:
A friend or family member of a patient reported on (B)(6) 2016 that the patient had the implantable neurostimulator in their buttocks, but it was moved to their stomach to relieve some pressure. Discomfort was also reported, but the date that the revision had occurred was unknown. The indication for use was post laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.